Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6a., d.6b., h.6.

Event description:
Healthcare professional reported clear pain on the left, breast outside, suspected rupture because breast is very soft, but not fully confirmed in sonography, above outside clearly increased internal echoes in one area, gel breakage or implant fatigue, wait for removal. This relates to the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported they experienced the events of ¿strong pain in the left breast¿, ¿the clinic found 4 foci, however later it turned out that the knots were gone but that the implant is ruptured¿, ¿back pain "has outbreaks of sweat at night¿, ¿headaches¿, and ¿bad skin" this relates to the left side. Breast implant remains implanted.